Event description:
According to the complaint blood leaked from the sampler due to a crack in the sampler. The operator used gloves, but blood splashed to the skin. The skin was cleaned immediately. According to the customer, the blood sample had no infectious disease.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labelling assembly in the production.

Manufacturer narrative:
Root cause production documentation have been checked - no record of crack detected during inspection was found and no records related to the issue within assembly process were recorded; all process parameters were within expected limits. Reference samples have been checked - no cylinder crack detected during the check. Defective sample evaluated by photo the defect is visible. During the investigation, it was confirmed that cracks on the cylinder occurred during or after samplers' assembly process. The blood leakage was caused by defect in syringe's cylinder. The direct root cause of reported issue could not be established within this investigation. Preventive actions all operators were informed to pay closer attention during products inspection. As the direct root cause of the issue is not yet known, other preventive actions were not implemented.